Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the peritonitis on an unreported date in the same month. Treatment was not reported. On an unreported date in the same month, the patient was discharged from the hospital. Approximately two months later, the patient experienced abdominal pain and went to emergency room. The patient was diagnosed with recurrent peritonitis. The patient was sent home on the same day. The abdominal pain was the manifestation of peritonitis. The cause of peritonitis was unknown. The patient was recovering from the peritonitis. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). As the product code is now unknown and the lot number is unknown, method code 3317 is being removed as a batch review cannot be performed. It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, prior to the peritonitis on (B)(6) 2013. The patient was hospitalized the next day. The breach in aseptic technique was further described as the patient did not clean the area before starting therapy. On the same day as hospitalization, the patient discontinued peritoneal dialysis (pd) therapy and started hemodialysis therapy. The patient was treated with an unknown antibiotic while in the hospital. It was not known if the patient was retrained on proper aseptic technique. Fifty-eight days after hospitalization, the patient was discharged. At the time of this report, the patient remains on hemodialysis treatment and had recovered from the event. No additional information is available. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): on an unreported date in (B)(6) 2013, the patient experienced peritonitis.a review of all batch record documents was performed for potentially associated lot numbers h13f10092 and h13g29058 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.